Manufacturer narrative:
Eval codes: results - microscopic inspection of the lead revealed no visual anomaly. Channel 5 shows open resistance between contacts 5 and 6 less than 20 megs ohms. As per procedure 45-0021 insulation resistance between contacts must be greater than 20 megaohms dc. Conclusion: complaint was not confirmed for "ineffective stimulation." Visual inspection of the returned lead did not show any anomaly and lead passed the conductivity test except a slight marginal increase in resistance for channel 5 that could not contribute to the failure mode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2012-03405: it was reported the pt's scs system was replaced due to the pt no longer receiving adequate stimulation. F/u identified the pt had fallen multiple times. It was thought the pt's pain patterns changed due to normal degeneration or injuries resulting from the falls. The physician replaced the scs system to address the pt's new pain patterns. The pt received adequate stimulation after post-operative programming.